Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while using cardiosave, intra aortic balloon pump (iabp) pump stopped working. No harm or injury to the patient was reported.